Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 40 mg/dl while wearing the pod for 3 days. The patient had a chocolate bar as well as a soda to bring up their blood glucose. The patient reports they had lost consciousness and had a seizure. Upon arrival of the paramedics the patient was treated with intravenous fluids. The patient was with the paramedics for 45 minutes. The patient did not go to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.